Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (340 mg/dl). The cause for elevated bg levels is unknown. Customer delivered a bolus to address elevated bg levels. System check with tandem technical support was performed, and the pump was functioning as intended. Contact declined any further follow up from tandem technical support.